Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon evaluation, it was discovered that the trunk cable connector was broken. The root cause for the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the broken trunk cable connector. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(4) female, patient, contacted zoll customer support to report constant connect electrode belt messages. The patient's daughter also reported that the belt connector will connect, but the connection is loose. The patient was provided with a replacement electrode belt.